Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "leads didn't stay in and they came out". Follow-up investigation revealed that the patient had complained of "feeling the pacing", and it was then confirmed that the patient's right atrial (ra) lead had dislodged. Testing showed the ra lead with high impedance and high thresholds. A procedure was then performed to reposition the ra lead. It was further reported that the patient then complained of experiencing chest pain and fluttering in their chest. Reprogramming was performed, which resolved the issue. The lead remains in use. No further patient complications have been reported as a result of this event.